Manufacturer narrative:
The reported event for ineffective stimulation was not confirmed. As received, both octrode leads were cut into two pieces consistent with explant damage. Both octrode leads had setscrew marks on the insertion band, which indicated the leads were properly inserted and secured in the ipg header. Both leads passed continuity testing.

Event description:
Related manufacturer report numbers: 1627487-2021-15085, 1627487-2021-15087. It was reported that the patient stopped charging their ipg as recommended due to not receiving adequate therapy from their system, causing the ipg to become inoperable. In turn, surgical intervention was undertaken wherein the system was explanted.